Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. It was noted that the keypad was thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: during investigation the original complaint was unable to be duplicated. The keypad was fully intact and there was no thinning observed. All the keys were fully responsive to user presses. The keypad cover was removed and there was no contamination found under the key contacts. No button contact defects were observed. The pump cover was removed and there was no evidence of internal moisture; the keypad latch was found to be fully closed. No damage to the keypad was observed. Unrelated to the original complaint, it was noted that when the pump was powered on, the display appeared to be discolored. It was also noted that the battery compartment had a crack in it.